Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending and circumflex arteries. A rotoblader was used and then a balloon catheter was being used for pre-dilatation when it caused a perforation. Before treatment to seal the perforation was performed, the patient went in to cardiac arrest. Coronary pulmonary resuscitation (CPR) was performed. An attempt was made to place two graftmaster covered stents; however, neither stent could cross through a previously placed stent and the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported death could not be determined. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of death, as listed in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other graftmaster device referenced is filed under a separate medwatch MFR number.